Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by submerging the unit under water. The unit leaked from an opening in the seam around hanging part of the bag. The reported condition was verified. The cause was related to material manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a intravia empty container leaked from ¿a split in the seam of the bag in the upper right hand corner.¿ this occurred during infusion of vancomycin using a baxter infusion pump. The reporter indicated that no damage was noticed to the packaging of the bag before use. There was no patient injury or medical intervention associated with this event. No additional information is available.